Event description:
It was reported that an ilet user experienced hypoglycemia after improper meal announcing and subsequently overtreated the low blood glucose, resulting in fluctuating glucose levels. The interaction included troubleshooting and education focused on correct meal announcing and appropriate carbohydrate treatment, with guidance to use oral glucose. Symptoms included hypoglycemia and hyperglycemia ranging from 41 mg/dl to 315 mg/dl. Outcomes included resolution through self-treatment with oral carbohydrates and education without hospitalization. Investigation included customer interview and review of device use. Investigation of this case revealed user-related improper meal announcing and overtreatment of hypoglycemia; no device malfunction or component failure was identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device and management of hypoglycemia.